Event description:
A report was received form the USA, stating that during pre-check it was discovered that the device was overheating. It is known that the device was not used during a surgical procedure and there were no delays as a spare product was available. No patient or user injury was reported or medical intervention were necessary. No additional information was available.

Manufacturer narrative:
The device was not received by dupuy synthes. If any additional information becomes available the notification will be updated accordingly. (B)(4).